Event description:
It was reported that user inserted the catheter and the pt was sent home. While at home, the pt "realized" the spring wire guide (swg) was still in his body. The pt returned to the hosp and the swg was removed without incident.